Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing during high rate episodes was noted on the right atrial (ra) and right ventricular (rv) leads. It was also reported that high thresholds were observed on the rv lead. The leads remains in use. No patient complications have been reported as a result of this event.